Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin was squirting out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that there was unusual sound during rewinding and it was longer to rewind. Customer stated that they had reservoirs which become loose in the pump. The insulin pump will not be returned for analysis.